Event description:
Boston scientific received info that this lead dislodged. It was noted the day after implant when the pt experienced extracardiac stimulation after being set up in bed by the physical therapist. An x-ray was performed and noted the lead had dislodged. The lead was repositioned. There were no adverse pt effects reported. All available info indicates the device remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.